Manufacturer narrative:
A supplemental report will be submitted upon the completion of the investigation.

Event description:
It was reported by customer that cardiosave intra aortic balloon pump had power related issue. The batteries were not charging despite being plugged into alternative current. Issue was found by clinical staff at startup. No patient involvement and there was no injury reported.

Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component codes), h11 corrected fields: e1 (initial reporter) due to character limitation in e1 block: initial reporter: (B)(6). A getinge field service engineer (fse) evaluated the unit, the wheel assembly was replaced because the wheels on rescue unit were bent making connection to cart hard to connect due to misalignment. The fse also discovered that the p clip was missing and replaced it. The iabp was returned to the customer and passed all functional and safety tests per factory specifications. The iabp was returned to the customer for use. The failure analysis and testing dept. Received part assembly, wheel with a reported unit failure of bent wheel assembly. The failure analysis and testing dept. Performed a visual inspection and observed that the wheel assembly is bent. Retaining the wheel assembly in the fat dept. Per procedure. Investigation conclusion summary: continue to track and trend. The failure analysis and testing dept. Performed a visual inspection and observed that the wheel assembly is bent. The most probable root cause for the analyzed failure was the defective transport wheels. The issue was resolved by replacing the malfunctioning transport wheels. CAPA #326047 root cause: some users may not recognize that the cardiosave console is not fully inserted into the hospital cart even though there are redundant indicators on both the keypad and waveform display because there is no direct indication on the waveform display linking the battery status and the battery in use message to the docking status. The most probable root cause for the p clip is excessive external force.